Manufacturer narrative:
Analysis found that the allegation could not be confirmed. Collet found rusted thumbwheel jammed. Post repair temperature in fahrenheit: gear (99f max.) : 93.8 f, motor (99f max.) : 95.3 f, bearing (98f max.): 93.1 f. Hi-pot test pass. Connector has dent. Collet found rusty and thumb wheel jammed. The handpiece was sterilized and cleaned. The device has been successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the motor of the handpiece overheated prior to the procedure. There was no patient involvement.